Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen was showing some multicolored pixels. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, device powered up with an illegible partial display. The display was completely gray with 2 white triangles along the bottom edge. After further review, the lcd screen is cracked in at least a couple of places, and the lcd controller is cracked as well. Unable to perform the displacement and self tests due to the partial display.